Event description:
A pt in a wheelchair fell down to floor due to the link between the release catch and the protectors wheel, just lifting the pt. The lift leg suddenly was up. No injury sustained to pt.